Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that he changed the infusion set tan reservoir and it was working for 30 minutes and the received a no delivery alarm. He stated he changed the complete set 4 different times and still receives no delivery alarm. Blood glucose value is 57 mg/dl; treated with food. A 5.0 unit fixed prime was performed and customer stated the insulin did not exit and insulin pump alarmed no delivery. Customer was instructed to remove the reservoir from the insulin pump, disconnect and reconnect the reservoir and infusion set and push with plunger through the tubing; insulin does not exit and there is greater than normal resistance. Nothing further reported.